Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during occlusion temperatures dropped unexpectedly. The electrical umbilical cable was replaced without resolve. The balloon catheter was replaced to resolve the issue. Additionally, when the mapping catheter was passed through the y-valve, it could not enter the balloon catheter. The mapping catheter tip was damaged. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 227669014 was returned and analyzed. Visual inspection of the mapping catheter was performed. The pebax tubing was bulged at the shaft joint. The pebax tubing at the shaft fitting joint was damaged/kinked. The outer diameter of pebax tubing/shaft joint at 0.050 inches. Considering these findings, the user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable were normal. The insertion compatibility inspection was performed with the test catheter and the returned mapping catheter. As received, the mapping catheter was inserted and retracted into the balloon test catheter, and some resistance was encountered during the test. In conclusion, the reported kink issue was confirmed through product analysis and the mapping catheter failed the returned product inspection due to bond damage at the shaft to the pebax tube fitting, a bulge on the pebax tubing, and the shaft/pebax tubing joint outer diameter meas urement was out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later confirmed that the mapping catheter tip was kinked.